Event description:
Philips received a complaint on the v60 ventilator, indicating that the tidal volume was not accurate. The device was reported to be in use at the time of the reported problem. No patient harm reported. In a good faith effort (gfe) response from the authorized service provider (asp) received, it was stated that the customer called a third-party service for repair of the device. No further details were provided regarding the repair of the device, the current status of the device, or the patient information from the time of the event. The investigation concludes that no further action is required at this time.